Event description:
It was reported that four months and twenty-six days post port placement, the catheter was allegedly found detached from port body. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2025).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard MRI ultra slimport implantable port, one catheter and one cath-lock was returned for evaluation. Functional, gross visual, tactile, dimensional and microscopic visual evaluations were performed. Product packaging and label were not returned. A complete diagonal break was noted on the proximal end of the catheter returned. The edges of the complete diagonal break on the proximal end of the returned catheter were noted to be uneven and the surface was noted to be glossy with striations throughout. Therefore, the investigation is inconclusive for the reported catheter disconnection issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty six days post port placement procedure, the catheter was allegedly detached. It was further reported that, the device was removed. There was no reported patient injury.